Manufacturer narrative:
Insulin pump received with intermittent act button response, due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump keypad was unresponsive. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.